Event description:
It was reported that during a drainage treatment procedure from kidney guidewire breakage occurred. The platinum plus wire was used in the urethra. It was reported that it was stuck inside the stenosis, and during withdrawal the wire elongated and broke. The tip was removed by surgery. The patient remained stable.

Event description:
It was reported that during a drainage treatment procedure from kidney guidewire, breakage occurred. The platinum plus wire was used in the urethra. It was reported that it was stuck inside the stenosis, and during withdrawal the wire elongated and broke. The tip was removed by surgery. The patient remained stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination revealed severely scraped (peeled) coating along the entire body. The spring tip was severely elongated and unraveled. The core wire was fractured 177.5cm from the proximal section. The device appears to have been pulled or pushed against resistance. Sem analysis of the fractured wire found both failure sites presented tension and compression zones indicating a bending action. The fracture surfaces showed evidence of fatigue striations and equiaxial dimple ruptures. No material anomalies were found. Failure occurred due to a fatigue event in a bending moment followed by a tension overload. The outer diameter was measured and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
The event occured on (B)(6) 2012. (B)(4).